Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 01oct2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 19oct2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Literature source: nobumichi tamaka,isao asakawa, masatoshi hasegawa, kiyohide fujimoto. Department of urology, department of radiation oncology nara medical university. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event through the article, "the usefulness of hydrogel spaceer for radiation therapy" written by nobumichi tanaka, et al. Fiducials were administered prior to spaceoar implant, transperineally. A case of rectal wall infiltration was observed. 6 months after placement of the hydrogel, magnetic resonance imaging (MRI) has been performed to confirm the condition of the rectum. Hydrogel was reported to be absorbed by hydrolysis at about 6 months. In all cases performed, there was no effect on the condition of the rectal wall after the disappearance of the hydrogel, and there were no exacerbations of symptoms or serious hydrogel related complications. In all cased performed in april, 2019, there was no delay in the start of the radiotherapy treatment in all cases, and irradiation was completed.

Event description:
Boston scientific corporation became aware of an event through the article, "the usefulness of hydrogel spaceer for radiation therapy" written by nobumichi tanaka, et al. (See citation in block h10). Fiducials were administered prior to spaceoar implant, transperineally. A case of rectal wall infiltration was observed. 6 months after placement of the hydrogel, magnetic resonance imaging (MRI) has been performed to confirm the condition of the rectum. Hydrogel was reported to be absorbed by hydrolysis at about 6 months. In all cases performed, there was no effect on the condition of the rectal wall after the disappearance of the hydrogel, and there were no exacerbations of symptoms or serious hydrogel related complications. In all cased performed in april, 2019, there was no delay in the start of the radiotherapy treatment in all cases, and irradiation was completed. Additional information received on november 15, 2021 stated that in the group that received hydrogel, the instances of intestinal disorders, incontinence, and quality of life lowering from urinary tract symptoms decreased. Mild perineal or perianal pain, possibly related to the hydrogel placement procedure was reported in 9% of the patients who received spaceoar. There was no delay in the initiation of radiotherapy in the hydrogel group.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 19oct2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block g3: literature source: nobumichi tamaka,isao asakawa, masatoshi hasegawa, kiyohide fujimoto. Department of urology, department of radiation oncology nara medical university. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.